Manufacturer narrative:
This report is submitted on may 26, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with an osia device.